Event description:
Healthcare professional reports inconsistent act-lr results with the hemochron signature elite microcoagulation system during an unspecified procedure where target time was >400 seconds. During the procedure, act-lr results were lower than expected based on the amount of heparin administered. A second elite instrument was introduced for side-by-side comparison testing. The result on the first elite instrument was 260 seconds and on the second elite instrument the result was >400 seconds. The following comparison test result was >400 seconds on the first elite instrument and 326 seconds on the second instrument. No adverse events reported.

Manufacturer narrative:
(B)(4). Covette lot #c3jlr060. Method - actual device evaluated (instrument). Process eval performed. No related ncmrs identified for this instrument. Cuvette device history records reviewed and found to meet specs. Result - complaint was not confirmed through the instrument eval. Conclusion - unable to confirm complaint.